Manufacturer narrative:
(B)(4). Final analysis of the device revealed a high s2 battery resistance. The battery resistance waveform test showed a high resistance of 1245 ohms.

Event description:
End of battery life with battery alarming was reported. The pump was replaced. Pt outcome was reported as resolved without sequelae on (B)(6) 2011. Drug delivered via the device was fentanyl.